Event description:
Per additional information from patient (pt). Patient stated they were working on implant depletion issue and added they need to find a doctor in their network. The steps taken to resolve the issue was that their belt was replaced and not yet resolved. The issue was not resolved as they were yet to find a doctor (healthcare provider (hcp)). Patient's weight at the time of the event occurred was 255.4 lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was not getting the implant to charge full way. Pt could be plugged in and charge to maybe 70-80% which took 1-1.5 hour and patient would have to consistently keep at it to get to 100%. It did not even stay at 100 for a long time. The issue started a few weeks ago. Asked if pt got excellent recharge quality. Pt said on the call it was just saying 'recharging' with no quality displayed. It did go to excellent later on the call. Pt used it a little bit last night and had to turn it off because the implant battery drained so quickly that it was hard to get a charge. Agent reviewed to try a new recharger to help with charging duration. Agent reviewed to follow up with healthcare provider (hcp) regarding ins depleting and frequency of charging. A request was sent to repair to replace the recharger. Patient mentioned they had recharger telemetry module (rtm) replacement in the past. Patient also asked if the implant needed to be replaced after 9 years. Agent reviewed and provided hcp listings locator website.

Manufacturer narrative:
B3: event date is approximate. Year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.